Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, the left ventricular lead was not capturing. A chest x-ray revealed that the lead had dislodged. The repositioning attempt failed, the lead was explanted and replaced.